Manufacturer narrative:
Other, other text: h6 codes updated. No device was returned for evaluation. Two (2) pictures were used for the investigation. Both images showed the device in expected form with no deviations. No device issue could be found from the two pictures and without the physical device, no functional testing could be done. Root cause not able to be determined. No lot number was provided, no device history review able to be done.

Event description:
It was reported that the patient says that the trach tube will not fit correctly in the wedge. The customer said the tube looked like the trach is for a child. No report of patient injury. Unknown lot number.

Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, no information is available based on reported lot number. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.